Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump was received with moisture damage on the motor, vibrator motor and the battery tube assembly. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a button error alarm and was no longer responding. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 299 mg/dl at the time of the call. No further information was provided.